Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the blood vessel was tortuous and the stent did not open. After two adjustments, the stent could not be retrieved and released and got stuck in the catheter. Finally, they retreated together and separated outside the body. The pipeline was used for an approved (on label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured right c7 lateral wall aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone was 3.9 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 10 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was dapt reached the standard. Angiographic result post procedure was smooth blood flow.

Manufacturer narrative:
Correct manufacturing site ID is (B)(4) h3: product analysis of fg15150-0615-1s, lotno:229103331 ¿ as found condition: the pipeline flex braid and phenom 27 catheter were returned inside a biohazard bag, and a shipping box. The pushwire was not returned. ¿ visual inspection/damage location details: the braid's distal and proximal ends were found fully opened with no damage. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. ¿ conclusion: based on the device analysis and reported information, the customer complaint were not confirmed as the distal and proximal ends of the braid were found fully opened with no damage. No damage was found with the phenom 27 catheter. Additionally, no issue was found during the catheter resistance testing. Possible cause of ¿failure/incomplete open¿ includes vessel tortuosity, and deployment of the braid in the vessel bend. The customer reported that vessel tortuosity was moderate, which rules out vessel tortuosity as a potential cause. In this event, the deployment of the braid in the vessel bend may have contributed to the failure to open issue. Possible causes of the resistance include vessel tortuosity, and a lack of the continuous flush with heparinized saline. However, the customer indicated that vessel tortuosity was moderate, and the continuous flush was used, which rules them out as potential causes. The cause of the resistance could not be determined. Since the pushwire was not returned, any contribution of the pushwire to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. H6. Device/annex a and eval method/annex b codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the pipeline failure to open was considered to be attributed to the patient's blood vessel. It was clarified that it was the distal end of the pipeline which failed to open. The pipeline had been placed in a vessel bend. Resheathing was attempted to open the pipeline without success. The resistance occurred in the distal end of the phenom 27 microcatheter. The catheter was kinked/damaged. It was noted that continuous catheter flush was administered during the procedure.